Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV additional, changed, and/or corrected data: a.4., b.5., h.6.

Event description:
Healthcare professional later reported seroma-late and capsular contracture, baker grade IV.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required . A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation : yellow particles observed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety/textured.

Event description:
Healthcare professional reported left side "texture to smooth implant exchange and later "grossly ruptured." The device has been explanted and replaced.